Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported they were having a pain that seemed to be related to the area where the stimulator battery pack was. Pt stated the pain was super knife cutting and hot feeling in that area and radiating around through the leg at the same time. Pt mentioned they just had a 6 hour back surgery 3 weeks ago today and they needed someone to help them. When asked for event date, pt stated it was probably around the time of the surgery because they had a lot of other pain issues with the back and stuff. Pt commented they can't deal with this pain at all. During the call, agent walked pt through adjusting the stimulation in group a, b and c. Pt confirmed they can increase the stimulation in group b and c, but in group a the controller showed them settings not available. Pt noted they were in group a with program 1 at 7.7 and if they were into bed they could bend their knees and raise their legs so their knees were sticking up and they could feel the stimulation from the back of their leg down to their calves but the pain they were dealing with now was painful but that part was not painful at all. Pt mentioned they can feel the stimulation very light in the back of their knee down. Pt then mentioned they should feel the stimulation in their lower back and butt but they never felt the stimulation. Agent reviewed role of manufacturer representative (rep) and agent emailed patient physician listing information. The issue was not resolved. The patient was redirected to their healthcare provider (hcp) to further address the issue. Pt mentioned they have had 4 back surgeries in the last 3 years, a total ankle replacement on the left side ad a total collapse on the right-hand side that was fixed. Additional information was received from the patient (pt). Pt called back and mentioned they had an overheating and burning sensation and excessive stimulation around implant site when ins therapy was turned on. Pt said they let the ins deplete and the burning and intense stimulation stopped. Pt said they spoke to a manufacturer representative (rep) and stated they just had back surgery on (B)(6). Pt said their brain was scrambled. Pt said their brain was scrambled and they did not do anything with the physician listings provided previously. Agent resent physician listings.